Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a caregiver identified a fluid leak coincident with a patient¿s peritoneal dialysis therapy. Prior to the event, the patient received an m31 air detected in cassette warning during dwell three of four of their treatment. The caregiver verified that there was no air in the lines and that the connections were secure. During troubleshooting, the caregiver stated that they saw fluid leaking onto the floor. The technical support representative explained the m31 warning to the caregiver and treatment was cancelled. Upon removing the supplies, the caregiver confirmed that there was no fluid or moisture inside the cassette compartment of the cycler or on the cassette. The patient had manual supplies to continue with treatment if needed. The technical support representative advised the patient to notify their peritoneal dialysis registered nurse of the event. Follow up with the patient¿s nurse verified that the patient did not experience any symptoms or require medical intervention as a result of the reported leak. The origin of the leak was unknown and the cassette used at the time of the incident was discarded. The patient has continued with peritoneal dialysis therapy without complication.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."